Manufacturer narrative:
Additional narrative: the device manufacture date is currently not available. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report 2 of 2 for the same event: it was reported from (B)(6) that before surgery, during the installation of a new motor and a new console device, it was observed that the devices became hot. According to the reporter, the spare console device was tested with the new motor device and the new motor device turn hot. Then the spare motor device was tested with the new console device and the new console device still turned hot. It was not reported if there were any delays in the surgical procedure. Spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Serial number and device manufacture date: the device serial number provided by the reporter in the initial report was incorrect ((B)(4)). Therefore, the manufacture date was unknown. The serial number has been identified as (B)(4). The device manufacture date has been updated to jul 3, 2014. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. The reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.